Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead oversensed noise, which resulted in pacing inhibition. The patient did not experience asystole. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.